Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient had twiddler's syndrome. The lead had dislodged and was in the device pocket. The lead was explanted and replaced.